Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation surgery with two 375cc mentor smooth round moderate profile breast implants experienced bilateral anisomastia and left sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with 425cc mentor smooth round moderate profile saline breast implants on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information reported, a deflation occurred in the breast implant. During visual evaluation of the sample, an anomaly was observed on the anterior view and extending to the posterior view of the device consistent with a crease/fold. In addition, an area of separated material was found on the anterior view, measuring approximately 3 cm x 1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. By the other hand, a crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/13/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).